Manufacturer narrative:
Device was discarded by the user.

Event description:
The customer reported that a barcode detached from the device during a surgical procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.